Event description:
It was reported by the patient's wife that the patient had surgery in (B)(6) 2013 and that two arthrex anchors ar-1927bf were used in the shoulder along with a scorpion needle ar-13990n. The patient claimed a serious infection developed shortly after surgery, and that the surgeon says the anchors were infected. In a follow-up, the only documentation the reporter could produce was the op report. The op report does not give any further information for the claim of an infection. No further information is given as to a positive organism type to support the claim of an infection.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The claim of an infection could not be substantiated either by records from the hospital or from the patient. The device was requested for evaluation but remained in the patient, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions as well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.